Event description:
Customer reported via phone call that the act button on the insulin pump is stuck and does not respond. Blood glucose value was 189 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. No damage in the keypad assembly noted and no unlocked lcd keypad connector during our visual inspection. However, the insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.